Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased right ventricular (rv) lead impedance was observed and a lead fracture was suspected. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Upon analysis only the distal end of the lead was received with an extraction tool returned inside lead body. Visual and x-ray analysis of the lead found the inner coil as well as one rv conductor cable to be separated/broken. Scanning electron microscopy analysis was performed and confirmed that all eight inner coil filar were fractured consistent with fatigue fracture. The fractured inner coil likely caused the complaints reported from the field.